Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: b5 (whole rewrite), d8, e2, e3, g2 (user facility must be changed per company representative) and h6 (type of investigation code10 ¿ testing of actual/suspected device, investigation findings code 3233-results pending completion of investigation and investigation conclusions code 11- conclusions not yet available should have been added from the initial) additional information: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign material in objective lens¿ malfunctions could not be identified, nor the type of material. The event can be prevented by following the instructions for use which state: IFU states the detection method in ¿gastrointestinal videoscope,gif-lv1,colonovideoscope,cf-lv1l,cf-lv1i,operation manual chapter 3 preparation and inspection¿. IFU states the preventive measures in ¿gastrointestinal videoscope,gif-lv1,colonovideoscope,cf-lv1l,cf-lv1i,reprocessing manual chapter 5 reprocessing the endoscope(and related reprocessing accessories)¿. The legal manufacturer reviewed the costumer provided answers for the cleaning disinfection and sterilization (cds) process where no obvious deviation form instructions for use (IFU) were identified. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited adhesive around objective lens had foreign objects. There were no reports of patient involvement.

Event description:
It was reported that the gastrointestinal videoscope exhibited adhesive around objective lens had foreign objects and low angulation in all direction and bending tube discoloration. The issue was found at preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.